Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (damaged belt receptacle) was confirmed. As received, the belt receptacle was pulled from the monitor, damaging internal wires. The root cause of the damaged receptacle and wires is excessive force placed on the receptacle. In addition, the c19 high voltage capacitor was detached from the solder pads. The root cause of the damaged solder connections is mechanical shock from physical impact. No adverse event resulted from the defective monitor.

Event description:
A us distributor contacted zoll to report that the belt receptacle on a patient's monitor was damaged. In addition, during servicing, a reportable problem was discovered on the defibrillator board.